Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of complaints database and manufacturing records did not identify any anomalies. A manufacturing review as conducted by the supplier and no anomalies were identified. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
The patient is male and (B)(6) years old, had ddh, did hip replacement and implanted our device (code: 136532230, lot no. 3132425) on (B)(6) 2011. The patient had dislocation after one month. Manual reset was given at that time. After half year, the patient met same problem. The surgeon had to take revision surgery in yr 2012. Removed the old device and implanted new one (code: 136536240, lot no. 3112513). On (B)(6) 2014, the patient had a slight fall as per his description. Thus the device was broken. The surgeon called (B)(6) did 2nd revision surgery (code: 136536240, lot no. 3112513, code: 121881762, lot no. 7812364) for the patient. The removed samples were retained by patient for legal purpose. Additional information: this case has been upgraded to legal case and the court will begin on (B)(6) 2014. The patient has included us as defendant. Test report was required and the hospital required the legal supplier to attend the court.